Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day, with pump showing 50 units while caller expected 270 units, and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Patient left same cartridge on pump until pump prompted to change cartridge, and technical support advised caller to contact support again for troubleshooting if issue occurred actively, which caller acknowledged.